Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes air bubbles in gel, foreign matter in tube; biological and nonbiological, and tubes/extenders with molding defects (non-cosmetic) that can be used. The air bubbles in gel event occurred 51 times. The foreign matter event occurred 171 times. The molding defect event occurred 2 times. The following information was provided by the initial reporter: the customer noticed: dirty tube x150. Fm in gel x15. Damaged tube x2. Dirty caps x3. Black spot in gel x3. Air bubbles in gel x51

Manufacturer narrative:
H.6. Investigation summary bd received several samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm on/in gel, embedded fm in tube and hemogard shield, scratched tube, defective printing, ink smear and gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes air bubbles in gel, foreign matter in tube; biological and nonbiological, and tubes/extenders with molding defects (non-cosmetic) that can be used. The air bubbles in gel event occurred 51 times. The foreign matter event occurred 171 times. The molding defect event occurred 2 times. The following information was provided by the initial reporter: the customer noticed: dirty tube x150. Fm in gel x15. Damaged tube x2. Dirty caps x3. Black spot in gel x3. Air bubbles in gel x51.